Event description:
The facility reports while the therapist was giving training to personnel on transferring, the lift suddenly fell down while transferring a person. Because this was a training session, the staff reacted quickly and the person only received a scratch.